Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery performed on (B)(6) 2021, the surgeon heard a pop while placing a cori bone pin in the tibia. It felt like the pin got looser, so surgeon backed it out. The tip of the pin broke, and when measuring it, it was confirmed that the very tip of the pin that was certainly engaged down deep in the bone and surgeon did not think removal appropriate. They brought in x-ray to inspect the pin site where the tip had broken and it was confirmed that there was no fracture. It was within the bone, completely contained, and appeared to be no more than 2 to 3 mm. The procedure was finished with a smith and nephew back up device. It is unknown if there was any delay in the surgery due to this event. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The unkn cori dev, part number unkn06100600/described as a cori bone pin (us), used for treatment was not returned for evaluation, however x-ray images dated on (B)(6) 2021 were provided per patient¿s email correspondence. The x-ray images appear to show a metallic foreign body in the mid-third of the left tibia and supports the complaint. A relationship between the reported event and the device was established. A functional evaluation could not be performed because the device was not returned. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Based on the information provided, the root cause of the reported ¿tip of the pin broke,¿ cannot be definitively concluded; however, user technique could not be ruled out as a potential contributing factor. A CAPA, nc, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Refer to the ri cori for knee arthroplasty user manual for proper insertion and correct placement of bone pins. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the united states, this case reports the tip of a cori bone pin broke and was retained in the bone during the primary left tka. Reportedly, ¿it was within the bone, completely contained, and appeared to be no more than 2 to 3 mm.¿ ¿the surgeon did not think removal appropriate.¿ it was also confirmed that there was ¿no fracture.¿ x-ray images dated (B)(6) 2021 were provided per patient¿s email correspondence and appear to show a metallic foreign body in the mid-third of the left tibia and supports the complaint. It is unknown if there was a surgical delay, and per op note, the procedure was completed with a smith-nephew back-up device. ¿the patient was not harmed beyond the reported problem¿. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The procedure was reportedly completed with a smith and nephew backup device, a surgical delay is unknown, and patient was not harmed beyond the reported. Reportedly, the surgeon confirmed ¿the pin was engaged deep with the bone and did not think removal appropriate.¿ however, the patient impact beyond the reported device breakage/retained (tibial) foreign body during the (tka) procedure could not be definitively determined. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.